Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery and additional mesh added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic repair of left inguinal hernia, and excision of cord lipoma. He had revision surgery 2 years and 11 months post-operative. The patient underwent a procedure for recurrent left inguinal hernia, the patient experienced multiple surgical revisions, and pain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence, swelling, and pain. Post-operative patient treatment included revision surgery and additional mesh added.